Event description:
The physician was attempting to pre-dilate an in-stent restenosis which exhibited 90% stenosis in the rca # 1-3. The device crossed the lesion with no difficulties noted. The physician then inflated the balloon several times. At a pressure of 28 atm's the balloon ruptured. The shaft of the device was retrieved, however, part of the balloon material detached and could not be retrieved. The detached material was unable to be confirmed with an optical coherence tomography or angiography. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval: results/conclusions: (balloon over-inflated by 10 atm's above the device recommended rated burst pressure). Device eval: the distal tip and inner member were stretched. The proximal marker band was loose and had moved. The blue tip material was stretched with a jagged tear at the most distal end. There was approx 11.0mm of balloon material attachment to the proximal balloon bond, the remaining balloon material had detached. The balloon material was torn in a radial pattern at the detachment site.